Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection of the device found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the protective sleeve was advanced to recover the lp when it was noted the helix became stretched. Fluoroscopy confirmed the stretch, and the lp was exchanged. The procedure concluded with a new lp successfully implanted. The patient was stable.